Event description:
The entire system was replaced due to pocket erosion and infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.